Event description:
A customer tried three consecutive tests from different fingers and fingersticks and received the following results. A 72, 287, and a 207 mg/dl. The difference between these results if acted upon could be clinically significant. While on the phone a review of the system was conducted. It was learned that the customer was using excel off brand reagent. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were conducted and were satisfactory. Bayer supported reagent was provided to the customer and control results were satisfactory. The customer was encouraged to contact the 24/7 customer service line if any add'l problems or questions were encountered. The complaint is considered closed for purposes of MDR.